Event description:
It was reported that during a da vinci s prostatectomy procedure the surgeon was cutting some fascia when the surgeon felt that the movement of the monpolar curved scissors (mcs) instrument wire wasn't normal. The nurse removed the mcs instrument from the patient and observed that the mcs tip cover accessory installed on the mcs instrument was burnt and had a hole. The instrument was replaced and the planned surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and tip cover accessory have not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument and/or tip cover accessory are returned (post-evaluation) or if additional information is received.

Manufacturer narrative:
The instrument and tip cover accessory were returned for evaluation. The tip cover has various mechanical tears and holes burnt through the silicone. The silicone exhibits localized melting around the holes, indicative of arcing. The multiple holes indicate multiple arcing events occurred. The hole sizes range from .010 to .040 with varying shapes (round and oblong) and are located from .025 to .335 above the silicone to sleeve interface. The tip cover also has various mechanical tears in the general vicinity of the holes. Visual inspection of the instrument shows char marks on the distal and proximal clevis. The instrument does not have any burrs or unusually sharp edges in the area of the char marks that would contribute to arcing. With the tip cover installed on the instrument, the position of the holes line up with the char marks on the instrument.